Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00193, 1627487-2020-00430. It was reported the patient experienced ineffective stimulation. Surgical intervention took place wherein the system was explanted.

Manufacturer narrative:
(B)(4). The reported ineffective stimulation was not confirmed. The lead was returned cleanly cut as a consequence of the explant procedure. As received, 30cm of the lead body was twisted in a corkscrew fashion. No broken wires were observed. The lead passed continuity testing on all channels. No physical or functional anomaly that existed prior to explant was observed that would contribute to the reported issue.

Event description:
Analysis of the lead found a lead fracture in one of the leads, was identified to cause the ineffective stimulation; however it is unknown which lead had the fracture.